Manufacturer narrative:
Of the 54 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 54 malfunction events. A review of the events indicated that the one touch ping model pump experienced an inaccurate delivery issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-80 years of age and between 40 and 237 pounds. Of the reported patients, 24 were male, 30 were female, and 0 were unknown.